Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she woke up with a blood glucose level of 488 mg/dl. She treated her blood glucose level with a manual injection and insulin pump. The infusion set was replaced. The infusion set's cannula was sometimes bent. Her stomach started to hurt. She was also thirsty and urinated frequently. The time on the insulin pump was an hour off. In the alarm history a no delivery and a low reservoir alarms were found. The device was not returned.